Manufacturer narrative:
(B)(4).

Event description:
It was reported that additional surgery was performed. The 95% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery (lcx). A 1.25mm rotalink" plus was selected for use. The lesion was pre-dilated with a non-bsc balloon. During procedure, it was noted that the burr did not cross the lesion due to angulation. The procedure was completed with a different device and the patient's condition was stable; however, it was also reported that additional surgery was performed. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink advancer device for this complaint. The rotalink burr catheter for this complaint device was not received for analysis. The advancer knob was received loosened in a forward position. The advancer and handshake connections were microscopically and visually examined. Inspection of the device revealed that the handshake connection was bent. The handshake wasn¿t covered by the housing. Functional testing was performed by connecting the advancer device to the rotablator control console system. The device was unable to get any speed and the stall light came on. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that additional surgery was performed. The 95% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery (lcx). A 1.25mm rotalink¿ plus was selected for use. The lesion was pre-dilated with a non-bsc balloon. During procedure, it was noted that the burr did not cross the lesion due to angulation. The procedure was completed with a different device and the patient's condition was stable; however, it was also reported that additional surgery was performed. Additional information has been requested and is not available.